Manufacturer narrative:
The device history records for the device were reviewed. The associated device was released based on company acceptance criteria. The product met specifications at the time of release. The root cause of the reported event can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a posterior capsule tear after laser assisted cataract surgery. After laser treatment was completed the surgeon noted three clock hours of incomplete treatment on the capsule; the surgeon attempted to finish the rhexis manually. A radial tear occurred reaching the posterior side of the capsule and resulting in a posterior capsular tear. An anterior vitrectomy was performed and a sulcus intraocular lens was implanted without further complications. Additional information has been requested.

Manufacturer narrative:
Previous supplemental manufacturer report, with reference to this case, was submitted with an incorrect date received by MFR date. The correct date should¿ve been noted as 12/22/2015, instead of 10/23/2015. (B)(4).